Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left hip arthroplasty on an unknown date. Subsequently, a custom liner replacement has been requested for unknown reasons due to a pending revision surgery. Due diligence is in progress for this complaint, to date no further information has been reported.

Manufacturer narrative:
(B)(4). D10: medical product: unknown acetabular shell: catalog#ni, lot#ni; unknown femoral head: catalog#ni, lot#ni, unknown femoral stem: catalog#ni, lot#ni. G2: foreign: germany. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.